Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included asthma. Concomitant medical products included salbutamol. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes describe: mood"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain / left sided pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), eye disorder ("vision/eye problems type: unknown"), skin disorder ("rashes or skin conditions type: unknown"), rash ("rashes or skin conditions type: unknown") and visual impairment ("vision/eye problems type: unknown") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dyspareunia, pelvic pain, fatigue, weight decreased, alopecia, eye disorder, skin disorder, rash and visual impairment outcome was unknown. The reporter considered alopecia, device dislocation, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, rash, skin disorder, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs received- previously reported event ¿injury¿ updated to ¿malposition of essure device location of device¿, events- ¿mood, abnormal bleeding (general) , abnormal bleeding (vaginal menorrhagia),apareunia (inability to have sexual intercourse), migraines, headaches, nausea, pain, fatigue, weight loss, hair loss, vision/eye problem, dyspareunia (painful sexual intercourse), rashes or skin conditions, she did not undergo essure confirmation test¿, reporter information, date of insertion, concomitant drug, medical history added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.